Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), abdominal pain lower ("severe lower abdominal pain when not menstruating/severe cramping when not menstruating"), back pain ("severe back pain"), headache ("headaches"), vaginal discharge ("vaginal discharge") and procedural pain ("painful procedure"). The patient was treated with surgery (on (B)(6) 2015 underwent bilateral salpingectomy for both fallopian tubes removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, headache, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, headache, menorrhagia, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, some of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed total occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /severe pain/pain: pelvis") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine on (B)(6) 2014, headache on (B)(6) 2014, ovarian cyst (exploratory surgery), precancerous lesion excision, loop electrosurgical excision procedure (cervical) in 2008, anemia on (B)(6) 2014, cervical biopsy on (B)(6) 2014, drug abuse on (B)(6) 2014, colposcopy and tubal ligation. Concomitant products included hydrocodone since 2015 and para-seltzer (excedrin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain when not menstruating/severe cramping when not menstruating/pain: lower abdomen"), back pain ("severe back pain/pain: back"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: menstruation pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). The patient was treated with surgery (patient underwent diagnostic hysteroscopy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain, headache, vaginal discharge, procedural pain, urinary tract infection, dysmenorrhoea and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage and migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, some of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion (B)(6) 2015, surgical pathology revealed right and left fallopian tubes. One essure device. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: confirming pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. The reporter information was updated. The case was medically confirmed. Patient demographics were updated. Her historical conditions were added. Lab data was updated. Essure insertion and removal dated was updated. Essure indication was updated. Her concomitant medications were added. Events: abnormal bleeding (vaginal), urinary tract infection, migraines, dysmenorrhea (cramping)/pain: menstruation pain and fatigue. Bleeding and migraines had decreased since essure was removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /severe pain/pain: pelvis") and idiopathic intracranial hypertension ("pseudotumor cerebri") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine on (B)(6) 2014, headache on (B)(6) 2014, ovarian cyst (exploratory surgery), precancerous lesion excision, loop electrosurgical excision procedure (cervical) in 2008, anemia on (B)(6) 2014, cervical biopsy on (B)(6) 2014, drug abuse on (B)(6) 2014, colposcopy and tubal ligation. Previously administered products included for an unreported indication: excedrin. Concomitant products included hydrocodone since 2015 and para-seltzer (excedrin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced headache ("headaches") and migraine ("migraines"). In february 2015, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain when not menstruating/severe cramping when not menstruating/pain: lower abdomen"), back pain ("severe back pain/pain: back"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: menstruation pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant), meningioma ("tumor / teratoma / cancer type: meningioma") and vision blurred ("vision/eye problems type: blurry vision with glasses on"). The patient was treated with surgery (patient underwent diagnostic hysteroscopy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, idiopathic intracranial hypertension, abdominal pain lower, back pain, headache, vaginal discharge, procedural pain, urinary tract infection, dysmenorrhoea, fatigue, meningioma, vision blurred, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, vaginal haemorrhage and migraine was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, idiopathic intracranial hypertension, meningioma, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, some of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (B)(6) 2015, surgical pathology revealed right and left fallopian tubes. One essure device. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: confirming pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Added events bladder or urinary problems or changes, tumor / teratoma / cancer type: meningioma, vision/eye problems type: blurry vision with glasses on and pseudotumor cerebri. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.